Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: during startup, a hamilton-c3 ventilator displayed multiple technical events related to the qvent flow sensor, and the self-test failed. The qvent sensor is responsible for measuring internal gas flow and is directly connected to the mainboard.after replacing the mainboard, the ventilator started up correctly, with no patient involved.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): the complaint was received with the description: self-test failed with tf 431008 (q ventflow sensor error technical fault), (technical event - (te) 231012 (q ventflow sensor defect technical event). No patient was involved and no harm was reported. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: it was reported that a hamilton-c3 ventilator showed technical event (te) and technical fault (tf) alarms during startup. These alarms were linked to the qvent flow sensor, and the device did not pass its self test. The log files confirmed these alarms. The qvent flow sensor measures the airflow inside the device and is connected directly to the mainboard. The field service team found that the mainboard was the cause of the issue, since it communicates with the flow sensor. After replacing the mainboard, the ventilator started normally and worked without any further errors. Based on the information available, no patient was involved. The case is considered closed.

Manufacturer narrative:
Hamilton medical ag has not received the device or the mainboard for investigation. No further information has been received. However, the on-site technician confirmed that the mainboard was replaced, and the device functioned as intended thereafter.